Event description:
Safety lancet did not retract resulting in a needle stick to the health care worker who is currently going through lab testing for the alleged needlestick - initial, 3, 6, 12 week intervals.

Manufacturer narrative:
Htl tested the retained sampled of lancets from lot number r37b230r9, r37a637p3. These tests did not confirm reported failure.